Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a probable temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of peritonitis and transition to hd. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Additionally, it is unknown if the patient was utilizing a fresenius device(s) and/or product(s) when the event(s) occurred. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing peritoneal dialysis (pd) for renal replacement therapy (rrt) have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this male patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Correction: b5.

Event description:
On 2/apr/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis cc(pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.